Event description:
Customer reportedly obtained results of 452 mg/dl and 191 mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.